Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the ok button was intermittently unresponsive, sticking, and intermittently hyper-responsive. The reporter also stated that the keypad appears to be thin above the up arrow button. The reporter alleges that the backlight button is unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the keypad symbols were found to be worn. All buttons responded appropriately. Evaluation revealed that there was contamination under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and pink.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.